Event description:
Surgeon stated in medical record: "using unipolar electrocautery to fenestrate a polar cyst and electrical injury occurred involving the right pelvic sidewall. It was determined that the grounding pad had been improperly placed."